Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
On 2016-aug-09 arjohuntleigh was informed about the following complaint: "while bed was under patient ,the level of the heyd part lowered down for about 12 degrees from 22 to 10 degreees without any manipulation from any nurse. So the lowering of the head part from the bed happened automatically. This situation leads into a possible danger for the patient because the lines like intra venous catheter or also the breathing tubes were not under control so the nurse reported."

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). On 2016-aug-26 arjohuntleigh received a complaint on citadel bed with regards to a problem concerning the issue with backrest of the bed which lowered about 12 degrees without any manipulation from nurse. Customer claimed that when the patient was on the bed the head part lowered down from 22 to 10 degrees without any commands being given. On 2016-sep-02 arjohuntleigh service technician - (B)(6) - informed us that patient did not sustain inury. Later on 2016-sep-07 we were informed by service technician that engineers were not able to recreate the problem in service centre. A review of standard and reportable complaints was performed showing there is no trend observed for reportable complaints with this failure for citadel bed for these kinds of events. The device did fail to meet specifications since the bed working without any commands being given. Device history review did not show any discrepancies that could lead to such condition. In accordance to our best knowledge patient did not sustain injury. None other actions than the ones already taken (part replacement) are suggested since the bed is fully functional after performed replacement and the failure did not reoccur. In summary, given the circumstances this incident appears to be a rarely occurring issue. On our device - citadel bed - the backrest lowered without any commands being given therefore this event is considered to be a malfunction on this device. Despite the event did not result in serious injury to patient or caregiver, the complaint will be reportable due to the possible risk to the patients health if the failure was to re-occur.